Event description:
It was reported that during a percutaneous transluminal angioplasty the balloon was slow to deflate. The 90% stenosed target lesion was located in a shunt in the moderately tortuous left cephalic vein. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the lesion. Upon unpacking, they noticed that the shaft of the hypotube was kinked; however, the physician elected to still use the device. The device was inserted into the sheath and added pressure. The cutting balloon took time to be inflated and deflated. The device was exchanged with a mustang 5.0*40 to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty the balloon was slow to deflate. The 90% stenosed target lesion was located in a shunt in the moderately tortuous left cephalic vein. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the lesion. Upon unpacking, they noticed that the shaft of the hypotube was kinked; however, the physician elected to still use the device. The device was inserted into the sheath and added pressure. The cutting balloon took time to be inflated and deflated. The device was exchanged with a mustang 5.0.40 to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked. The kink was located at 12.2cm distal to the strain relief. An examination of the balloon and blades found no anomalies. Using an encore inflation unit the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres with no leaks or restrictions. A vacuum was pulled and the balloon deflated in 2 seconds. This process of inflation to rbp and deflating the balloon was repeated four more times and on each occasion the balloon deflated in 2 seconds. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).